Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the device delivered more than intended. The device was returned to the biomedical dept with an unsigned note that stated, "inaccurate dosage." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device delivered more than expected. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.